Event description:
The complaint is now reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The 90% stenosed lesion was located in a calcified and very tortuous distal left circumflex artery. The lesion was predilated with a 2.0x15mm non bsc balloon. A 2.5x28mm taxus liberte' stent was advanced to the lesion, but could not cross. The lesion was predilated again and the procedure was completed with a different device. No patient complications were reported. Patient status is listed as stable. Product analysis revealed stent damage.

Manufacturer narrative:
(B)(4) - a visual and microscopic examination identified mid stent damage. On one row in the middle of the stent, a strut was slightly raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)